Manufacturer narrative:
Patient age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The device was almost completely separated at the collar when received at the facility, but completely separated during the lab analysis. There was blood and contrast on the unit. Microscopic examination and tactile inspection revealed a kink 6mm from the tip of the device, a complete separation at the collar and no damage or irregularities in tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on september 9th 2015. The 99% stenosed target lesion was located in the moderately tortuous severely calcified left anterior descending (lad) artery. A guidezilla extension catheter was selected for use. During advancement the device was unable to cross the lesion, the physician pushed it and the device kinked. The physician removed the device from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status was good. However, the returned product analysis revealed the shaft fractured.